Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. The reporter stated the patient's blood glucose was 158 mg/dl at 3:30 pm on that day. At 4:30 pm, he complained of feeling ill, by 6:00 pm he was vomiting and presented to the hospital and admitted with a blood glucose of 476 mg/dl. The patient was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.